Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a shorted fu100 component. The root cause for the shorted component could not be positively identified. There was no adverse event that resulted from the damaged charger.